Event description:
The instrument was used during a laparoscopic cholecystectomy. The surgeon fired the clips applier repeatedly with clips not forming completely. Procedure was completed with a competitor instrument. There was no consequence to the pt.

Manufacturer narrative:
Conclusion: based upon the inquiry info received and the visual examination, it was concluded that the jaws had become damaged and could not hold a clip properly, making the instrument non-functional. No conclusion could be reached as to how this damage occurred. Comments: if the jaws are closed over a hard object, the jaws can become damaged and will not hold a clip properly. Each instrument is evaluated during the assembly process to ensure the jaws hold clips properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.